Event description:
It was reported that during aspiration of the 3.5x48 mm xience xpedition stent delivery system (sds) prior to stent deployment, air was observed coming into the syringe. An attempt was made to inflate the balloon; however, without any result. The sds was retracted from the patient and inspected. The hub detached from the shaft. A new sds was used successfully to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The inflation issue and leak could not be replicated in a testing environment due to the condition of the returned device. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for inflation issues, leaks, or shaft separations from this lot. Based on the reviewed information, no product deficiency was identified. It should be noted the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: prepare an inflation device / syringe with diluted contrast medium. Attach an inflation device / syringe to the stopcock; attach it to the inflation port of the product. Open the stopcock to the delivery system; pull negative for 30 seconds; release to neutral for contrast fill. Close the stopcock to the delivery system; purge the inflation device / syringe of all air. Repeat steps until all air is expelled. These steps should be done prior to use of the device. In this case, it does not appear that the violation of the IFU caused or contributed to the reported difficulties.